Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: inspection was performed on the returned device and no anomalies were found. The tamper proof seal was intact. During investigation at (B)(4), the device did not pass the power-on self-test. An h07 post error occurred. The cause of the reported failure was due to a defective component u17 on the rf board. After replacement of the defective part with a known good part, the device passed all performance criteria of the final test procedure. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MFR #: 2134265-2015-04061. It was reported that insufficient roll-off occurred. The patient was undergoing radiofrequency ablation (rfa) of a renal tumor utilizing an 3cm bsc electrode and a rf3000 radiofrequency generator. The first roll off was successfully achieved with total ablation time of 5 minutes 30 seconds. However after the generator was reset and restarted, it displayed an h07 error. The generator was again reset and restarted after 2 minutes; however error h07 displayed again. The second roll off was not achieved. The devices were exchanged and the procedure was completed with another manufacturer's device. There were no patient complications reported and the patient's status is stable.

Event description:
Same case as MFR #: 2134265-2015-04061. It was reported that insufficient roll-off occurred. The patient was undergoing radiofrequency ablation (rfa) of a renal tumor utilizing an 3cm bsc electrode and a rf3000 radiofrequency generator. The first roll off was successfully achieved with total ablation time of 5 minutes 30 seconds. However after the generator was reset and restarted, it displayed an h07 error. The generator was again reset and restarted after 2 minutes; however error h07 displayed again. The second roll off was not achieved. The devices were exchanged and the procedure was completed with another manufacturer's device. There were no patient complications reported and the patient¿s status is stable.